Manufacturer narrative:
No product lot number was provided therefore device manufacturing date could not be identified. It was identified that the patient was not injured however, just felt the heat sensation. Patient came in to do a follow up and was noted that there was no harm done. No additional follow ups are required. The product has been identified as part of an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
The doctor was using the elements obturation unit and the .06 buchanan pluger when the patient complained she felt pain and heat on the actual structure of the tooth.